Manufacturer narrative:
This report is submitted on august 06, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced wound dehiscence and subsequently was treated with oral antibiotics (date and duration not reported). There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
It is now apparent that the wound breakdown, antibiotic and explant were reported in 6000034-2018-01894. This report is submitted on december 4, 2020.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018. This report is filed on september 24, 2018.